Manufacturer narrative:
Five samples from two different bleedings of the patient were returned for investigation. The customer's tsh result was reproduced. An interfering factor to a component of the reagent was identified in the samples. This interference is documented in product labeling. The incidence rate of the interfering factor is monitored on a quarterly basis.

Manufacturer narrative:
(B)(4). The event occurred in (B)(6).

Event description:
The customer complained of erroneous, high elecsys tsh assay results on 2 samples from the same patient tested on a cobas 8000 e 602 module with unknown serial number. The erroneous results were reported outside the laboratory. Please refer to the attachment for all results. There was no allegation of an adverse event.